Manufacturer narrative:
No sparks have been observed after connection to the external power but the alternating current (ac) cable hasn¿t passed the electrical safety test. That means the fluid evaporated but the cable has been damaged and has to be replaced. The complaint is confirmed. The door assembly failed mechanically and has to be replaced as well. The pump fails performance verification testing (pvt) distal occlusion test, the mechanism has to be calibrated. No other damages related to fluid evidence have been observed. The probable cause of complaint is the pump has been contaminated by fluid and connected to ac.

Event description:
It was reported that a plum a+, ¿sparks appear when the pump is connected to the external power. The sparks appeared at the end of the power cable, near the power socket on the wall. There was no exterior damage to the pump. The product was neither contaminated nor contained a biohazard or chemotherapeutic agent. No one was harmed as a result of the reported event. There was no information from the customer regarding the status of the pump at the time of the event. It is unknown if the pump was tested at the user facility specific to the event. There is no patient involvement, no adverse event, and no delay in therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information: (B)(6). Service assistant: (B)(6).